Event description:
It was reported that a patient had a device put in and it malfunctioned. They had an infection in the battery pocket where the battery was inserted in the fatty area of the skin. The patient¿s body kept rejecting the device, pushing the wires and battery to just under their skin. All the areas itched constantly where they had the surgery. No interventions or outcome were reported regarding this event. No additional information was able to be obtained. If additional information is received, a follow-up report will be sent. This had also occurred with another device the patient had; reference MFR. Report #3007566237-2015-00795.

Manufacturer narrative:
(B)(4).